Event description:
Report received from MFR of foreign country of an unrequested bolus dose delivery. The report states: pump programmed pca only, checked to pt. Attached giving set to pt. Bolus cable attached to pump and pump immediately delivered an unrequested bolus dose. Keypad was nonfunctional. Batteries and power supply wre removed to stop pump. There was no harm to the pt. "No additional info is available.